Manufacturer narrative:
It was reported the cotton rounds had mold on them. End user developed an infection on her face and sought medical intervention. Phone call received by end-user who provided additional information in regards to this complaint. Reporter states, she purchased the cotton rounds 2/11/2021 and reports she went to use the items a few days later when she realized that some of the cotton rounds had what she described as mold. Reporter states, "some cotton rounds toward the top, middle and bottom had a brown fuzz substance on them but continued to use the clean-ones anyway." Reporter states, she developed an infection on her face. Reporter states she sought medical attention 2/23/2021 and was prescribed medication (unable to recall name of prescription). An email sent to sarah redding requesting additional information per end-user request. End user states samples are available for return but have not been returned for evaluation at the time of this report submission. As a result, a root cause will be difficult to determine. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the cotton rounds had mold on them. End user developed an infection on her face and sought medical intervention.